Manufacturer narrative:
(B)(4).

Event description:
Shortly after implant this lead exhibited loss of capture. Perforation and effusion were discovered and the lead was successfully repositioned about a week later sometime in 2014. The patient fell in (B)(6) 2018 and broke both arms. This rv lead exhibited noise that was not reproducible with isometrics, the impedance dipped below 200 ohms. The lead was capped due to fracture.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.